Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was alleged that the pump was off by five minutes per month. There was no indication that the product caused or contributed to an adverse event. This issue is being reported time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: a review of the pump black box showed no unexplained time loss/gain issues. A manual time/date change was observed on 22-dec-2017 from 20:15 to 23:17. During investigation, the pump passed timekeeping accuracy test. The pump maintained the time/date settings with accuracy. There were no hypersensitive or stuck keys observed on the keypad. The complaint of a time loss/gain issue was not duplicated during investigation. There was no defect found.